Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 600 mg/dl. Prior to the event, the customer woke up with normal blood glucose levels. After lunch, the customer began feeling sick, and her blood glucose levels had gone to 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump also passed the prime and displacement test. Nothing further was reported.